Manufacturer narrative:
The meter was not available for further investigation. The display assembly was returned and found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with an accu-chek inform meter, which could cause misinterpretation of results. The reporter stated the meter is still able to be used for patient testing, but the display has a black spot in the center of the results field. The meter's battery was charged, a meter reset was performed, but the issue persisted. The reporter confirmed no misinterpretation of results have occurred.